Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for degenerative disc disease. It was reported that the patient's previous ins only lasted half the life expectancy. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient recovered from the replacement surgery on (B)(6) 2013 without issue. No further complications are anticipated.